Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports imprecision of results for the clin chem magnesium assay run on an architect c16000 analyzer. Patient (B)(6) generated an initial result of 0.80 mmol/l that retested at 0.46 and 0.46 mmol/l. The typical normal reference range for this assay is 0.66-1.07 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The customer contacted abbott regarding imprecision with the magnesium assay on the architect c1600416. An abbott field service representative (fsr) visited the customer site and performed several troubleshooting actions which included replacing the architect c16 reagent probe (list number 09d49-03), tubing fitting to probe (ln 09d49-05), tubing fitting to reagent probe (ln 09d48-05) and alinity c-series mixer (ln 09d59-03). The customer indicated reagent carryover as the cause of the clin chem magnesium imprecision. The customer has moved the magnesium assay to the analyzer b-line and will include a weekly detergent a probe wash and improve the manual washing of probes during weekly maintenance. Subsequent instrument operations were acceptable. There were no returns available from the customer site. A review of the architect analyzer serial number (B)(6) service history did not identify any contributing factors on or around the date of the customer issue. A review of complaint tracking and trending metrics was performed and identified no related adverse trends or systemic issues in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were identified. The architect system operations manual and architect c16000 system service and support manual contain information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists. Concomitant medical products: tubing, fitting to reagent probe ln: 09d48-05; tubing, fitting to probe ln: 09d49-05; alnty c-series mixer ln: 09d59-03; and, architect c16 rgt probe ln: 09d49-03.

Manufacturer narrative:
A product correction letter was issued to all architect clinical chemistry customers notifying them to adhere to the labeling instructions listed in the architect operations manual, section 10, to resolve error codes 3580 to 3585 or 5381 before transitioning the architect to the running status. The product correction letter provides guidance on how the customer can ensure the pressure monitoring system is functioning and also recommends following the architect systems operations manual and the assay-specific documentation to ensure all samples and reagents meet described requirements before being placed on the architect. The investigation found that when the pressure monitor board communication on the architect clinical chemistry analyzer is not successfully established during initial instrument boot up, and the following error codes 3580 to 3585 or 5381 are not resolved by the user prior to transitioning the architect to the running status, there is the potential to generate incorrect results as the pressure monitoring system is inactive. The architect system software will be updated in a future version to prevent the architect analyzer from transitioning to the running status when the pressure monitoring system is in an error state.